Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the energy activation button gets stuck during activation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer & divider had an error alarm that stated no instrument was connected during surgery which stopped the device from working. Then it displayed another error message which locked the device. This malfunction occurred during a therapeutic laparoscopic nephrectomy procedure. There were no reports of patient harm.